Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that the sensor was inaccurate by 30% to 60% when compared to fingerstick values on (B)(6) 2014. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.